Event description:
Healthcare professional reported a lap-band system "replacement" for a reason not known. It is not known how the problem was first noticed. The device will be removed but it is not known if the device will be replaced. At this time, the device still remains implanted. Follow-up findings: the device will be removed, it is not known if it will be replaced. Additional info; a healthcare professional reported "lap-band [system] does not hold fluid-don't know if port or band." The device has been explanted and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further in fo from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time.